Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a severely calcified, 60%-70% stenotic lesion in a moderately tortuous proximal right coronary artery (rca). It is noted the lesion was not predilated. The physician attempted to reach the lesion with a taxus express2 8.8% 2.24 x 3.5 mm stent, however, had great difficulty crossing the lesion. Consequently, the taxus stent was never deployed. After the removal of the taxus stent from the pt's body the physician noticed that the stent was curved. No pt injuries or complications were reported. The procedure was successfully completed using another of the same device. Pt status is reported as "satisfactory/good."